Event description:
It was reported the patient experienced a lack of therapeutic effect and no stimulation. Impedance checks suggested several electrode fractures. The lead was explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis revealed multiple broken conductors in the body of the lead at the silicone anchor site.